Event description:
It was reported that the patients implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated. The patients right ventricular (rv) lead exhibited high thresholds and intermittent capsure. The device was removed and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).